Manufacturer narrative:
There can be several root causes of leaflet malfunction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 31mm mitral valve malfunctioned on the posterior leaflet while inside of the patient. The valve was explanted.

Manufacturer narrative:
Suture looping may occur during a mitral valve replacement (on occasion, with aortic/tricuspid valves) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction; however, this may require re-intervention or exchange of the device. H3: product evaluation: customer report of leaflet malfunction was confirmed through observed suture loop. Suture track indentations were observed on the free margins of leaflets 1 and 2 near commissure 2, indicating that the suture was looped around commissure 2. Suture holes were observed around the sewing ring, but no sutures remained on the sewing ring. X-ray demonstrated wireform intact.

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received. Based on the evaluation and available information, the report of leaflet malfunction was confirmed and the most likely cause is suture looping due to use error. An edwards defect has not been confirmed.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.